Event description:
It was reported that the patient experienced bleeding during a trial procedure, which led to an abandoned case. Pressure was applied, medication was administered, and the patient was hospitalized to address the issue. The patient is reported stable.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.